Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The patient's medical history included nabothian cyst, cervix inflammation, endocervical squamous metaplasia, adenomyosis uteri, ovarian cyst, uterovaginal prolapse and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Lot number: 727106, expiration date mar-2013. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:heavy menstrual bleeding (menorrhagia). Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient middle name, medical history, product indication, lot number, expiration date, rcc added. Event: medical device removal updated to event: heavy menstrual bleeding (menorrhagia). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The patient's medical history included nabothian cyst, cervix inflammation, endocervical squamous metaplasia, adenomyosis uteri, ovarian cyst, uterovaginal prolapse and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Lot number: 727106, expiration date mar-2013. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:heavy menstrual bleeding (menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.